Event description:
Still some swelling around the knee, including behind the knee which makes it difficult to bend [joint range of motion decreased]. Limbing when moving [limping] . Allergic reaction/had a reaction to the synvisc one injection [allergic reaction] ([stiff knees], [injection site joint swelling], [injection site joint pain], [device ineffective], [injection site joint inflammation]). She could not breathe [difficulty breathing] . Case narrative: initial information received on 08-oct-2024 regarding an unsolicited valid serious case received from a patient. This case is cross linked to case (B)(4) (duplicate). This case involves a 70 years old female patient whose joint range was diminished, was limbing when moving, allergic reaction/had a reaction to the synvisc one injection and she could not breathe after being treated with the use of medical device hylan g-f 20, sodium hyaluronate (synvisc one). The patient's past medical history, medical treatment(s), vaccination(s), concomitant medication and family history were not provided. The patient had the injections 3 times before. In (B)(6) 2023 the patient had her second injection of synvisc one, it was effective, her mobility was good and everything was so good. It was reported that even for the injection before that was good as well. On (B)(6) 2024, the patient received hylan g-f 20, sodium hyaluronate injection (strength: 48mg/6ml) once in left knee at a dose 6ml once intra-articularly for osteoarthritis. Synvisc one was administered by an orthopedic surgeon, the patient had been dealing with for some years. She had it done about 10:00 in the morning and on the same day ((B)(6) 2024) at about 6 pm, patient knew there was something that went terribly wrong, she had major swelling and pain in the knee joint, 9 hours later her knee swelled up 4x more than what it should be (injection site joint swelling and injection site joint pain) (onset: (B)(6) 2024; latency: 9 hours), and she could not breathe (dyspnea) (onset date: (B)(6) 2024, latency: same day) (batch number: ersl008, expiry date: (B)(6) 2027). Patient's knee started to swell up really bad and swelled up to three to four times and, was painful and stiff (joint stiffness) (batch number: ersl008, expiry date: (B)(6) 2027 for all events). Patient had photographs to prove that and she sent those photos to her doctor and he said that unfortunately patient had an allergic reaction to it (hypersensitivity) (onset date: (B)(6) 2024, latency: same day) (batch number: ersl008, expiry date: (B)(6) 2027). Patient had synvisc one three times before without incident and doctor said it doesn't matter. It could happen anytime which wasn't reassuring, but patient was still feeling the impact from it and was probably worse off than she was before she got the injection. Patient had been really, really happy with synvisc-one and maybe the injection itself was too much for her knee. It looked like it didn't know where to go. It looked like it was stuck, and it didn't flow through like it normally does which was to lubricate the joints. One could see physically that where the injection was, she could touch it and could see it physically from her eyes that wasn't going where it should go. It took several days for it to disperse, but there was still what was left there. There was residue in there. Her knee was inflamed (injection site joint inflammation) (onset date: (B)(6) 2024, latency: few days) (batch number: ersl008, expiry date: (B)(6) 2027). It was not going with her body either as it was reacting to it, or it there was something wrong with the product. Patient said it did not work (device ineffective; onset: (B)(6) 2024; latency: few days) (batch number: ersl008, expiry date: (B)(6) 2027) and she mentioned had side effects. It had gone down considerably, but there was residually swollen in knee specially in the back of knee, it was very stiff (joint stiffness) which was a result of that allergic reaction (hypersensitivity). On the unknown date of (B)(6) 2024, as result to allergic reaction, patient's joint range was diminished (joint range of motion decreased) (latency: few days) (batch number: ersl008, expiry date: (B)(6) 2027) and when she bended her knee down to her calf it was stiff, and she was now walking with a cane. Patient reported that she should inform that it happened in real life to have these pain and swelling, her doctor said the swollen would decrease with time which happened but still had the swelling and pain. She was limping while moving (gait disturbance) (onset date: (B)(6) 2024, latency: few days) due to pain and swelling (batch number: ersl008, expiry date: (B)(6) 2027). It was not the way it should be she was concerned about air travelling. Patient reported that pain and stiff had gone down considerably now, but there was residually swollen in her knee specially in the back of her knee and it was very stiff which makes it difficult to bend. She had been taking benadryl and anti-inflammatory she just wanted to know there would be any impact from flying. Patient went to chiropractor on (B)(6) 2024 for laser treatment to try and get the swelling down and the stiffness to go and for some relief from the pain that she was experiencing, because of her mobility, she was walking with a cane. Patient had an appointment with her physiotherapist now. Action taken: not applicable for all the events. Corrective treatment diphenhydramine hydrochloride (benadryl), anti-inflammatory, laser treatment for injection site joint swelling, joint stiffness, injection site joint pain; walker and walking with a cane for gait disturbance, joint range of motion decreased and joint stiffness. Outcome: not recovered for hypersensitivity; unknown for rest all the events. Seriousness criteria: disability for allergic reaction, gait disturbance and joint range of motion decreased. A product technical complaint (ptc) was initiated on (B)(6) 2024 for synvisc-one (lot/batch number: ersl008) with global ptc number: (B)(4). The ptc stated: based on the complaint from intake team, there is no quality related defect that would attribute to a malfunction a death or serious injury. Sanofi global pharmacovigilance and epidemiology continuously monitors adverse event reports with or without lot numbers, and assesses possible associations with their corresponding product lot, as part of routine safety surveillance effort to detect safety signals. The product lot number was not provided. A batch record review is not possible. Based on the lack of information, no assessment is possible. It is the requirement to review all finished batch records for specification conformance prior to release. Any out of specification result is identified and mitigated through the nonconforming material or product process. Sanofi will continue to monitor adverse events and perform trend analysis on a periodic basis to determine if a CAPA (corrective and preventive actions) is required. Reopened: lot number added. Batch number ersl008, synvisc one was manufactured on 22feb2024 with expiration date of (B)(6) 2027 yielding (B)(4) singles. The incoming component inspection, packaging, and quality control documentation for this lot was reviewed. The investigation showed the product met specification at the time of release. It is the requirement to review all finished batch records for specification conformance prior to release. Any out of specification result is identified and mitigated through the nonconforming material or product process. Furthermore, no associated non-conformances were noted for the issue defect at time of release. Trend analysis performed in comet and qualipso: there is a total of one (1) complaint for lot ersl008. Complaint (B)(4) ersl008 injection site inflammation/hurting injection site. Based on investigation and trend analysis, no CAPA required. Sanofi will continue to monitor adverse events. Trend analysis will be performed on a periodic basis? To determine if a CAPA is required. There is no quality related defect that would attribute to a malfunction, death, or serious injury. Sanofi global pharmacovigilance and epidemiology continuously monitors adverse event reports with or without lot numbers, and assesses possible associations with their corresponding product lot, as part of routine safety surveillance effort to detect safety signals. This review has not indicated any safety issue. The final investigation was completed on 26-nov-2024 with summarized conclusion as no assessment possible. Additional information was received on 10-oct-2024 from the quality department. Global ptc results and ptc report added. Text amended accordingly. Additional information was received on 08-oct-2024 from patient: patient age was added. Strength added for suspect. Injection site joint inflammation added as symptom for hypersensitivity. Event outcome for hypersensitivity was updated. Clinical course was updated and text was amended. Additional information was received on 08-oct-2024 from patient: suspect regimen updated. Outcome for gait disturbance and joint range of motion decreased updated to not recovered/ not resolved. Clinical course was updated and text was amended. Additional information was received on 08-oct-2024 from patient: medical history was updated. Additional symptom of device ineffective was added. Text amended accordingly. Upon internal review on 24-oct-2024 the case (B)(4) (to be deleted) was identified to be duplicate of (B)(4) (to be retained). Hence, all the information from the case (B)(4) (to be deleted) has been merged in case (B)(4) (to be retained). Event verbatim was updated for the event hypersensitivity along with its symptom's injection site joint swelling and injection site joint pain. Text amended accordingly. Additional information was received on 26-nov-2024 from quality department: ptc results were updated. Text was amended.

Event description:
Joint range is diminished [joint range of motion decreased] limbing when moving [limping] allergic reaction [allergic reaction] ([stiff knees], [injection site joint swelling], [injection site joint pain]) she could not breathe [difficulty breathing]. Case narrative: initial information received on 08-oct-2024 regarding an unsolicited valid serious case received from a consumer/non-hcp. This case involves adult female patient who experienced that her joint range was diminished, was limbing when moving, had allergic reaction and she could not breathe while being treated with the use of medical device hylan g-f 20, sodium hyaluronate (synvisc one). The patient's past medical history, medical treatment(s), vaccination(s) and family history were not provided. On (B)(6)2024, the patient started using hylan g-f 20, sodium hyaluronate injection, (dosage, strength, indication: unknown) for once only in left knee. On the same day, at 6 pm, patient experienced that at night started swelled up really bad (injection site joint swelling), painful (injection site joint pain), stiff (joint stiffness), it had gone down considerably, but there was residually swollen in knee specially in the back of knee, it was very stiff (joint stiffness) which was a result of that allergic reaction (hypersensitivity). It was stated that patient's knee was swelled up 4x more than what it should be, and she could not breathe (dyspnea). Caller stated that she contacted her doctor, and the doctor stated that she had an allergic reaction. On the unknown date of (B)(6)2024, as result to allergic reaction, patient had joint range was diminished (joint range of motion decreased) (latency: few days) and when she bended her knee down to her calf it was stiff, and she was now walking with a cane and she was limping while moving (gait disturbance) due to pain and swelling. Action taken: not applicable for all the events. Corrective treatment diphenhydramine hydrochloride (benadryl) for injection site joint swelling; walker for gait disturbance, joint range of motion decreased and joint stiffness. Outcome: recovering/resolving for allergic reaction; not recovered/ not resolved for joint stiffness; unknown for rest all the events. Seriousness criteria: disability for allergic reaction, gait disturbance and joint range of motion decreased. A product technical complaint (ptc) was initiated on (B)(6)2024 for synvisc one (lot/batch number: unknown) with global ptc number: (B)(4). Based on the complaint from intake team, there is no quality related defect that would attribute to a malfunction a death or serious injury. Sanofi global pharmacovigilance and epidemiology continuously monitored adverse event reports with or without lot numbers, and assesses possible associations with their corresponding product lot, as part of routine safety surveillance effort to detect safety signals. The product lot number was not provided. A batch record review was not possible. Based on the lack of information, no assessment is possible. It is the requirement to review all finished batch records for specification conformance prior to release. Any out of specification result is identified and mitigated through the nonconforming material or product process. Sanofi will continue to monitor adverse events and perform trend analysis on a periodic basis to determine if a CAPA (corrective action and preventive action) was required. The final investigation was completed on (B)(6)2024 with summarized conclusion as no assessment possible. Additional information was received on (B)(6)2024 from the quality department. Global ptc results and ptc report added. Text amended accordingly.

Event description:
Joint range is diminished [joint range of motion decreased] limbing when moving [limping] allergic reaction [allergic reaction] ([stiff knees], [injection site joint swelling], [injection site joint pain], [injection site joint inflammation]) she could not breathe. [Difficulty breathing] case narrative: initial information received on (B)(6) 2024 regarding an unsolicited valid serious case received from a patient. This case involves a 70-year-old female patient whose joint range was diminished, was limbing when moving, had allergic reaction and she could not breathe while being treated with the use of medical device hylan g-f 20, sodium hyaluronate (synvisc one). The patient's past medical history, medical treatment(s), vaccination(s), concomitant medication and family history were not provided. On (B)(6) 2024, the patient received hylan g-f 20, sodium hyaluronate injection (strength: 48mg/6ml) once in left knee (with an unknown dosage and indication). Synvisc one was administered by an orthopedic surgeon, the patient had been dealing with for some years. She had it done about 10:00 in the morning and on the same day (B)(6)2024, latency: same day) at about 6 pm, patient knew there was something that went terribly wrong because patient's knee started to swell up really bad and swelled up to three to four times (injection site joint swelling) and, was painful (injection site joint pain) and stiff (joint stiffness) (batch number: ersl008, expiry date: jan-2027 for all events). Patient had photographs to prove that and she sent those photos to her doctor and he said that unfortunately patient had an allergic reaction to it (hypersensitivity) (onset date: 02-oct-2024, latency: same day) (batch number: ersl008, expiry date: jan-2027). Patient had synvisc one three times before without incident and doctor said it doesn't matter. It could happen anytime which wasn't reassuring, but patient was still feeling the impact from it and was probably worse off than she was before she got the injection. Patient had been really, really happy with synvisc-one and maybe the injection itself was too much for her knee. It looked like it didn't know where to go. It looked like it was stuck, and it didn't flow through like it normally does which was to lubricate the joints. One could see physically that where the injection was, she could touch it and could see it physically from her eyes that wasn't going where it should go. It took several days for it to disperse, but there was still what was left there. There was residue in there. Her knee was inflamed (injection site joint inflammation) (onset date: oct-2024, latency: few days) (batch number: ersl008, expiry date: jan-2027). It was not going with her body either as it was reacting to it, or it there was something wrong with the product. It had gone down considerably, but there was residually swollen in knee specially in the back of knee, it was very stiff (joint stiffness) which was a result of that allergic reaction (hypersensitivity). It was stated that patient's knee was swelled up 4x more than what it should be, and she could not breathe (dyspnea) (onset date: oct-2024, latency: few days) (batch number: ersl008, expiry date: jan-2027). On the unknown date of (B)(6) 2024, as result to allergic reaction, patient's joint range was diminished (joint range of motion decreased) (latency: few days) (batch number: ersl008, expiry date: jan-2027) and when she bended her knee down to her calf it was stiff, and she was now walking with a cane and she was limping while moving (gait disturbance) (onset date: oct-2024, latency: few days) due to pain and swelling (batch number: ersl008, expiry date: jan-2027). Patient went to chiropractor on (B)(6) 2024 for laser treatment to try and get the swelling down and the stiffness to go and for some relief from the pain that she was experiencing, because of her mobility, she was walking with a cane. Action taken: not applicable for all the events. Corrective treatment diphenhydramine hydrochloride (benadryl), laser treatment for injection site joint swelling, joint stiffness, injection site joint pain; walker and walking with a cane for gait disturbance, joint range of motion decreased and joint stiffness. Outcome: not recovered for hypersensitivity; unknown for rest all the events. Seriousness criteria: disability for allergic reaction, gait disturbance and joint range of motion decreased. A product technical complaint (ptc) was initiated on 08-oct -2024 for synvisc one (lot/batch number: unknown) with global ptc number: complaint (B)(4). Based on the complaint from intake team, there is no quality related defect that would attribute to a malfunction a death or serious injury. Sanofi global pharmacovigilance and epidemiology continuously monitored adverse event reports with or without lot numbers, and assesses possible associations with their corresponding product lot, as part of routine safety surveillance effort to detect safety signals. The product lot number was not provided. A batch record review was not possible. Based on the lack of information, no assessment is possible. It is the requirement to review all finished batch records for specification conformance prior to release. Any out of specification result is identified and mitigated through the nonconforming material or product process. Sanofi will continue to monitor adverse events and perform trend analysis on a periodic basis to determine if a CAPA (corrective action and preventive action) was required. The final investigation was completed on 10-oct-2024 with summarized conclusion as no assessment possible. Additional information was received on 10-oct-2024 from the quality department. Global ptc results and ptc report added. Text amended accordingly. Additional information was received on 08-oct-2024 from patient: patient age was added. Strength added for suspect. Injection site joint inflammation added as symptom for hypersensitivity. Event outcome for hypersensitivity was updated. Clinical course was updated and text was amended.

Event description:
Joint range is diminished [joint range of motion decreased] . Limbing when moving [limping] . Allergic reaction [allergic reaction] ([stiff knees], [injection site joint swelling], [injection site joint pain]). She could not breathe [difficulty breathing]. Case narrative: initial information received on 08-oct-2024 regarding an unsolicited valid serious case received from a consumer/non-hcp. This case involves adult female patient who experienced that her joint range was diminished, was limbing when moving, had allergic reaction and she could not breathe while being treated with the use of medical device hylan g-f 20, sodium hyaluronate (synvisc one). The patient's past medical history, medical treatment(s), vaccination(s) and family history were not provided. On (B)(6) 2024, the patient started using hylan g-f 20, sodium hyaluronate injection, (dosage, strength, indication: unknown) for once only in left knee. On the same day, at 6 pm, patient experienced that at night started swelled up really bad (injection site joint swelling), painful (injection site joint pain), stiff (joint stiffness), it had gone down considerably, but there was residually swollen in knee specially in the back of knee, it was very stiff (joint stiffness) which was a result of that allergic reaction (hypersensitivity). It was stated that patient's knee was swelled up 4x more than what it should be, and she could not breathe (dyspnea). Caller stated that she contacted her doctor, and the doctor stated that she had an allergic reaction. On the unknown date of oct-2024, as result to allergic reaction, patient had joint range was diminished (joint range of motion decreased) (latency: few days) and when she bended her knee down to her calf it was stiff, and she was now walking with a cane and she was limping while moving (gait disturbance) due to pain and swelling. Action taken: not applicable for all the events. Corrective treatment diphenhydramine hydrochloride (benadryl) for injection site joint swelling; walker for gait disturbance, joint range of motion decreased and joint stiffness. Outcome: recovering/resolving for allergic reaction; not recovered/ not resolved for joint stiffness; unknown for rest all the events. Seriousness criteria: disability for allergic reaction, gait disturbance and joint range of motion decreased.

Event description:
Still some swelling around the knee, including behind the knee which makes it difficult to bend [joint range of motion decreased], limbing when moving [limping], allergic reaction [allergic reaction], ([stiff knees], [injection site joint swelling], [injection site joint pain], [injection site joint inflammation]), she could not breathe [difficulty breathing]. Case narrative: initial information received on 08-oct-2024 regarding an unsolicited valid serious case received from a patient. This case involves a 70 years old female patient whose joint range was diminished, was limbing when moving, had allergic reaction and she could not breathe while being treated with the use of medical device hylan g-f 20, sodium hyaluronate (synvisc one). The patient's past medical history, medical treatment(s), vaccination(s), concomitant medication and family history were not provided. On (B)(6) 2024, the patient received hylan g-f 20, sodium hyaluronate injection (strength: 48mg/6ml) once in left knee (with an unknown dosage). Synvisc one was administered by an orthopedic surgeon, the patient had been dealing with for some years. She had it done about 10:00 in the morning and on the same day on (B)(6) 2024, latency: same day) at about 6 pm, patient knew there was something that went terribly wrong because patient's knee started to swell up really bad and swelled up to three to four times (injection site joint swelling) and, was painful (injection site joint pain) and stiff (joint stiffness) (batch number: ersl008, expiry date: jan-2027 for all events). Patient had photographs to prove that and she sent those photos to her doctor and he said that unfortunately patient had an allergic reaction to it (hypersensitivity) (onset date: on (B)(6) 2024, latency: same day) (batch number: ersl008, expiry date: jan-2027). Patient had synvisc one three times before without incident and doctor said it doesn't matter. It could happen anytime which wasn't reassuring, but patient was still feeling the impact from it and was probably worse off than she was before she got the injection. Patient had been really, really happy with synvisc-one and maybe the injection itself was too much for her knee. It looked like it didn't know where to go. It looked like it was stuck, and it didn't flow through like it normally does which was to lubricate the joints. One could see physically that where the injection was, she could touch it and could see it physically from her eyes that wasn't going where it should go. It took several days for it to disperse, but there was still what was left there. There was residue in there. Her knee was inflamed (injection site joint inflammation) (onset date: on (B)(6) 2024, latency: few days) (batch number: ersl008, expiry date: jan-2027). It was not going with her body either as it was reacting to it, or it there was something wrong with the product. It had gone down considerably, but there was residually swollen in knee specially in the back of knee, it was very stiff (joint stiffness) which was a result of that allergic reaction (hypersensitivity). It was stated that patient's knee was swelled up 4x more than what it should be, and she could not breathe (dyspnea) (onset date: on (B)(6) 2024, latency: few days) (batch number: ersl008, expiry date: jan-2027). On the unknown date on (B)(6) 2024, as result to allergic reaction, patient's joint range was diminished (joint range of motion decreased) (latency: few days) (batch number: ersl008, expiry date: jan-2027) and when she bended her knee down to her calf it was stiff, and she was now walking with a cane and she was limping while moving (gait disturbance) (onset date: on (B)(6) 2024, latency: few days) due to pain and swelling (batch number: ersl008, expiry date: jan-2027). Patient went to chiropractor on (B)(6) 2024 for laser treatment to try and get the swelling down and the stiffness to go and for some relief from the pain that she was experiencing, because of her mobility, she was walking with a cane. Action taken: not applicable for all the events. Corrective treatment diphenhydramine hydrochloride (benadryl), laser treatment for injection site joint swelling, joint stiffness, injection site joint pain; walker and walking with a cane for gait disturbance, joint range of motion decreased and joint stiffness. Outcome: not recovered for hypersensitivity; unknown for rest all the events. Seriousness criteria: disability for allergic reaction, gait disturbance and joint range of motion decreased. A product technical complaint (ptc) was initiated on 08-oct -2024 for synvisc one (lot/batch number: unknown) with global ptc number: complaint: (B)(4). Based on the complaint from intake team, there is no quality related defect that would attribute to a malfunction a death or serious injury. Sanofi global pharmacovigilance and epidemiology continuously monitored adverse event reports with or without lot numbers, and assesses possible associations with their corresponding product lot, as part of routine safety surveillance effort to detect safety signals. The product lot number was not provided. A batch record review was not possible. Based on the lack of information, no assessment is possible. It is the requirement to review all finished batch records for specification conformance prior to release. Any out of specification result is identified and mitigated through the nonconforming material or product process. Sanofi will continue to monitor adverse events and perform trend analysis on a periodic basis to determine if a CAPA (corrective action and preventive action) was required. The final investigation was completed on 10-oct-2024 with summarized conclusion as no assessment possible. Additional information was received on 10-oct-2024 from the quality department. Global ptc results and ptc report added. Text amended accordingly. Additional information was received on 08-oct-2024 from patient: patient age was added. Strength added for suspect. Injection site joint inflammation added as symptom for hypersensitivity. Event outcome for hypersensitivity was updated. Clinical course was updated and text was amended. Additional information was received on 08-oct-2024 from patient: suspect regimen updated. Outcome for gait disturbance and joint range of motion decreased updated to not recovered/ not resolved. Clinical course was updated and text was amended.

Event description:
Still some swelling around the knee, including behind the knee which makes it difficult to bend [joint range of motion decreased]. Limbing when moving [limping]. Allergic reaction/had a reaction to the synvisc one injection [allergic reaction] ([stiff knees], [injection site joint swelling], [injection site joint pain], [device ineffective], [injection site joint inflammation]) she could not breathe [difficulty breathing]. Case narrative: initial information received on 08-oct-2024 regarding an unsolicited valid serious case received from a patient. This case is cross linked to case (B)(4) (duplicate). This case involves a 70-year-old female patient whose joint range was diminished, was limbing when moving, allergic reaction/had a reaction to the synvisc one injection and she could not breathe after being treated with the use of medical device hylan g-f 20, sodium hyaluronate (synvisc one). The patient's past medical history, medical treatment(s), vaccination(s), concomitant medication and family history were not provided. The patient had the injections 3 times before. In (B)(6), 2023 the patient had her second injection of synvisc one, it was effective, her mobility was good and everything was so good. It was reported that even for the injection before that was good as well. On (B)(6)2024, the patient received hylan g-f 20, sodium hyaluronate injection (strength: 48mg/6ml) once in left knee at a dose 6ml once intra-articularly for osteoarthritis. Synvisc one was administered by an orthopedic surgeon, the patient had been dealing with for some years. She had it done about 10:00 in the morning and on the same day ((B)(6) 2024) at about 6 pm, patient knew there was something that went terribly wrong, she had major swelling and pain in the knee joint, 9 hours later her knee swelled up 4x more than what it should be (injection site joint swelling and injection site joint pain) (onset: 02-oct-2024; latency: 9 hours), and she could not breathe (dyspnea) (onset date: 02-oct-2024, latency: same day) (batch number: ersl008, expiry date: jan-2027). Patient's knee started to swell up really bad and swelled up to three to four times and, was painful and stiff (joint stiffness) (batch number: ersl008, expiry date: jan-2027 for all events). Patient had photographs to prove that and she sent those photos to her doctor and he said that unfortunately patient had an allergic reaction to it (hypersensitivity) (onset date: 02-oct-2024, latency: same day) (batch number: ersl008, expiry date: jan-2027). Patient had synvisc one three times before without incident and doctor said it doesn't matter. It could happen anytime which wasn't reassuring, but patient was still feeling the impact from it and was probably worse off than she was before she got the injection. Patient had been really, really happy with synvisc-one and maybe the injection itself was too much for her knee. It looked like it didn't know where to go. It looked like it was stuck, and it didn't flow through like it normally does which was to lubricate the joints. One could see physically that where the injection was, she could touch it and could see it physically from her eyes that wasn't going where it should go. It took several days for it to disperse, but there was still what was left there. There was residue in there. Her knee was inflamed (injection site joint inflammation) (onset date: oct-2024, latency: few days) (batch number: ersl008, expiry date: jan-2027). It was not going with her body either as it was reacting to it, or it there was something wrong with the product. Patient said it did not work (device ineffective; onset: oct-2024; latency: few days) (batch number: ersl008, expiry date: jan-2027) and she mentioned had side effects. It had gone down considerably, but there was residually swollen in knee specially in the back of knee, it was very stiff (joint stiffness) which was a result of that allergic reaction (hypersensitivity). On the unknown date of (B)(6)2024, as result to allergic reaction, patient's joint range was diminished (joint range of motion decreased) (latency: few days) (batch number: ersl008, expiry date: jan-2027) and when she bended her knee down to her calf it was stiff, and she was now walking with a cane. Patient reported that she should inform that it happened in real life to have these pain and swelling, her doctor said the swollen would decrease with time which happened but still had the swelling and pain. She was limping while moving (gait disturbance) (onset date: oct-2024, latency: few days) due to pain and swelling (batch number: ersl008, expiry date: jan-2027). It was not the way it should be she was concerned about air travelling. Patient reported that pain and stiff had gone down considerably now, but there was residually swollen in her knee specially in the back of her knee and it was very stiff which makes it difficult to bend. She had been taking benadryl and anti-inflammatory she just wanted to know there would be any impact from flying. Patient went to chiropractor on 10-oct-2024 for laser treatment to try and get the swelling down and the stiffness to go and for some relief from the pain that she was experiencing, because of her mobility, she was walking with a cane. Patient had an appointment with her physiotherapist now. Action taken: not applicable for all the events. Corrective treatment diphenhydramine hydrochloride (benadryl), anti-inflammatory, laser treatment for injection site joint swelling, joint stiffness, injection site joint pain; walker and walking with a cane for gait disturbance, joint range of motion decreased and joint stiffness. Outcome: not recovered for hypersensitivity; unknown for rest all the events. Seriousness criteria: disability for allergic reaction, gait disturbance and joint range of motion decreased. A product technical complaint (ptc) was initiated on (B)(6)2024 for synvisc one (without lot/batch number) with global ptc number: (B)(4). Based on the complaint from intake team, there was no quality related defect that would attribute to a malfunction a death or serious injury. Sanofi global pharmacovigilance and epidemiology continuously monitored adverse event reports with or without lot numbers, and assesses possible associations with their corresponding product lot, as part of routine safety surveillance effort to detect safety signals. Investigation with respect to the product lot number was not provided. A batch record review was not possible. Based on the lack of information, no assessment was possible. It was the requirement to review all finished batch records for specification conformance prior to release. Any out of specification result is identified and mitigated through the nonconforming material or product process. Sanofi will continue to monitor adverse events and perform trend analysis on a periodic basis to determine if a CAPA (corrective action and preventive action) was required. The final investigation was completed on 10-oct-2024 with summarized conclusion as no assessment possible. Additional information was received on 10-oct-2024 from the quality department. Global ptc results and ptc report added. Text amended accordingly. Additional information was received on 08-oct-2024 from patient: patient age was added. Strength added for suspect. Injection site joint inflammation added as symptom for hypersensitivity. Event outcome for hypersensitivity was updated. Clinical course was updated and text was amended. Additional information was received on 08-oct-2024 from patient: suspect regimen updated. Outcome for gait disturbance and joint range of motion decreased updated to not recovered/ not resolved. Clinical course was updated and text was amended. Additional information was received on 08-oct-2024 from patient: medical history was updated. Additional symptom of device ineffective was added. Text amended accordingly. Upon internal review on 24-oct-2024 the case (B)(4) (to be deleted) was identified to be duplicate of (B)(4) (to be retained). Hence, all the information from the case (B)(4) (to be deleted) has been merged in case (B)(4) (to be retained). Event verbatim was updated for the event hypersensitivity along with its symptom's injection site joint swelling and injection site joint pain. Text amended accordingly.

Event description:
Still some swelling around the knee, including behind the knee which makes it difficult to bend [joint range of motion decreased] limbing when moving [limping] allergic reaction [allergic reaction] ([stiff knees], [injection site joint swelling], [injection site joint pain], [device ineffective], [injection site joint inflammation]) she could not breathe [difficulty breathing]. Case narrative: initial information received on 08-oct-2024 regarding an unsolicited valid serious case received from a patient. This case is cross linked to case (B)(4) (duplicate). This case involves a 70-year-old female patient whose joint range was diminished, was limbing when moving, had allergic reaction and she could not breathe while being treated with the use of medical device hylan g-f 20, sodium hyaluronate (synvisc one). The patient's past medical history, medical treatment(s), vaccination(s), concomitant medication and family history were not provided. The patient had the injections 3 times before. In (B)(6), 2023 the patient had her second injection of synvisc one, it was effective, her mobility was good and everything was so good. It was reported that even for the injection before that was good as well. On (B)(6)2024, the patient received hylan g-f 20, sodium hyaluronate injection (strength: 48mg/6ml) once in left knee at a dose 6ml once intra-articularly for osteoarthritis. Synvisc one was administered by an orthopedic surgeon, the patient had been dealing with for some years. She had it done about 10:00 in the morning and on the same day ((B)(6) 2024, latency: same day) at about 6 pm, patient knew there was something that went terribly wrong, 9 hours later her knee swelled up 4x more than what it should be, and she could not breathe (dyspnea) (onset date: 02-oct-2024, latency: same day) (batch number: ersl008, expiry date: jan-2027). Patient's knee started to swell up really bad and swelled up to three to four times (injection site joint swelling) and, was painful (injection site joint pain) and stiff (joint stiffness) (batch number: ersl008, expiry date: jan-2027 for all events). Patient had photographs to prove that and she sent those photos to her doctor and he said that unfortunately patient had an allergic reaction to it (hypersensitivity) (onset date: 02-oct-2024, latency: same day) (batch number: ersl008, expiry date: jan-2027). Patient had synvisc one three times before without incident and doctor said it doesn't matter. It could happen anytime which wasn't reassuring, but patient was still feeling the impact from it and was probably worse off than she was before she got the injection. Patient had been really, really happy with synvisc-one and maybe the injection itself was too much for her knee. It looked like it didn't know where to go. It looked like it was stuck, and it didn't flow through like it normally does which was to lubricate the joints. One could see physically that where the injection was, she could touch it and could see it physically from her eyes that wasn't going where it should go. It took several days for it to disperse, but there was still what was left there. There was residue in there. Her knee was inflamed (injection site joint inflammation) (onset date: oct-2024, latency: few days) (batch number: ersl008, expiry date: jan-2027). It was not going with her body either as it was reacting to it, or it there was something wrong with the product. Patient said it did not work (device ineffective; onset: oct-2024; latency: few days) (batch number: ersl008, expiry date: jan-2027) and she mentioned had side effects. It had gone down considerably, but there was residually swollen in knee specially in the back of knee, it was very stiff (joint stiffness) which was a result of that allergic reaction (hypersensitivity). On the unknown date of (B)(6)2024, as result to allergic reaction, patient's joint range was diminished (joint range of motion decreased) (latency: few days) (batch number: ersl008, expiry date: jan-2027) and when she bended her knee down to her calf it was stiff, and she was now walking with a cane. Patient reported that she should inform that it happened in real life to have these pain and swelling, her doctor said the swollen would decrease with time which happened but still had the swelling and pain. She was limping while moving (gait disturbance) (onset date: oct-2024, latency: few days) due to pain and swelling (batch number: ersl008, expiry date: jan-2027). It was not the way it should be she was concerned about air travelling. Patient reported that pain and stiff had gone down considerably now, but there was residually swollen in her knee specially in the back of her knee and it was very stiff which makes it difficult to bend. She had been taking benadryl and anti-inflammatory she just wanted to know there would be any impact from flying. Patient went to chiropractor on (B)(6)2024 for laser treatment to try and get the swelling down and the stiffness to go and for some relief from the pain that she was experiencing, because of her mobility, she was walking with a cane. Patient had an appointment with her physiotherapist now. Action taken: not applicable for all the events. Corrective treatment diphenhydramine hydrochloride (benadryl), anti-inflammatory, laser treatment for injection site joint swelling, joint stiffness, injection site joint pain; walker and walking with a cane for gait disturbance, joint range of motion decreased and joint stiffness. Outcome: not recovered for hypersensitivity; unknown for rest all the events. Seriousness criteria: disability for allergic reaction, gait disturbance and joint range of motion decreased. A product technical complaint (ptc) was initiated on (B)(6)2024 for synvisc one (lot/batch number: unknown) with global ptc number: (B)(4). Based on the complaint from intake team, there is no quality related defect that would attribute to a malfunction a death or serious injury. Sanofi global pharmacovigilance and epidemiology continuously monitored adverse event reports with or without lot numbers, and assesses possible associations with their corresponding product lot, as part of routine safety surveillance effort to detect safety signals. The product lot number was not provided. A batch record review was not possible. Based on the lack of information, no assessment is possible. It is the requirement to review all finished batch records for specification conformance prior to release. Any out of specification result is identified and mitigated through the nonconforming material or product process. Sanofi will continue to monitor adverse events and perform trend analysis on a periodic basis to determine if a CAPA (corrective action and preventive action) was required. The final investigation was completed on (B)(6)2024 with summarized conclusion as no assessment possible. Additional information was received on 10-oct-2024 from the quality department. Global ptc results and ptc report added. Text amended accordingly. Additional information was received on 08-oct-2024 from patient: patient age was added. Strength added for suspect. Injection site joint inflammation added as symptom for hypersensitivity. Event outcome for hypersensitivity was updated. Clinical course was updated and text was amended. Additional information was received on 08-oct-2024 from patient: suspect regimen updated. Outcome for gait disturbance and joint range of motion decreased updated to not recovered/ not resolved. Clinical course was updated and text was amended. Additional information was received on 08-oct-2024 from patient: medical history was updated. Additional symptom of device ineffective was added. Text amended accordingly.